Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3236 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refn3236) have been reported from the same facility in (B)(6).

Event description:
It was reported catheter malfunction with leakage. They noted two holes on the catheter at 1.5 cm and 2.5 cm near the exit site. They removed the device. No other information was provided.